Event description:
It was reported that during an unknown procedure, the shaft of the maverick2 monorail catheter broke. It was retrieved without incident and the procedure was completed with another of the same devices. No patient complications were reported, and patient status was reported as 'okay'. Additional information regarding this procedure has been requested.